Event description:
At the beginning of a coagulation procedure, it was noticed that the cannula did not function. A back up device was not available. The original procedure was canceled and has been rescheduled. There was no patient injury reported as a result.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.